Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient with history of atrial fibrillation (afib) underwent an afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident. The procedure was performed under general anesthesia. Post-procedure, the patient had expressive aphasia. Computed tomography (CT) in head and brain, CT in head and neck and magnetic resonance imaging-diffusion weighted imaging (MRI-dwi) were taken. CT head was negative, no large infarcts were observed, and MRI brain shown small scattered foci with no hemorrhagic changes. Cerebrovascular accident was confirmed by MRI. It was later reported that the tip of the catheter had charring. No error messages were observed on any bwi equipment. No issues related to temperature and flow were experienced. It is unknown if medical intervention, surgical intervention, or extended hospitalization was required. Physician¿s causality opinion is unknown. Per the physician, the patient did not have significant improvement.

Manufacturer narrative:
During an internal review on (B)(6)2020 , it was noticed that in the initial report, section e4 reporter also sent to FDA was left unanswered. Reporter also sent to FDA. Section e4 of this report has been updated with yes. Manufacture reference no: (B)(4).